Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged having a discrepant blood glucose result of 626 mg/dl performed on the customer's advantage system compared back to back with a result of 144 mg/dl on the nurse meter when testing was performed 5 mins apart. The location of the testing was not provided, however, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number of 549429 with an expiration date of 01-31-08.